Event description:
During a procedure to remove an epoca ti 10 mm stent that had been implanted in (B)(6) 2010, the hex screw on the articulated eccenter extractor broke at the head/shaft junction. The surgeon was able to complete the procedure with no adverse effect to the pt. An update was received on (B)(4) 2011 that stated: the epoca press-fit stem was revised to a tournier reverse and was taken out due to an irreparable subscap rupture.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. The dimensions were checked and they met our spec. The microscopic view of the broken surfaces does not show any anomalies of materials structure. We suppose that mechanical overloading led to the breakage.